Event description:
Putting today's date as this has happened since the onset of when mask mandates went into effect. My tourette's syndrome is intensified when wearing a mask at work or in a private business setting that requires masks to be worn. My intense motor tics/ jerking of the body caused by my ts, has left me with many pulled muscles and headaches. Masking creates anxiety and mental anguish over the feeling of imprisonment when not being able to see others faces as well. FDA safety report ID # (B)(4).